Event description:
Additional information received 12dec2022: the blood loss before the failure was noticed was 700ml. The balloon burst while water was being injected into the balloon, so the blood loss is not much different than what it was before the balloon burst. Overall, the total amount of blood loss was about 700ml. Toothless ovoid forceps were used to place the device. Hemostasis was achieved with the second balloon.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. As reported, a bakri tamponade balloon catheter was placed transvaginally, 300ml of water was injected into the balloon, and then the balloon burst. The use of the device was immediately stopped. The blood loss before the failure was noticed was 700ml. The balloon burst while water was being injected into the balloon, so the blood loss is not much different than what it was before the balloon burst. Overall, the total amount of blood loss was about 700ml. Toothless ovoid forceps were used to place the device. A new device of the same type was used to complete the procedure. There were no adverse effects to the patient reported. Hemostasis was achieved with the second balloon. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures, as well as a visual inspection of the device were conducted during the investigation. The device was returned for investigation. The balloon was visibly torn and stretch or tool marks were visible under magnification. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.". Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was placed transvaginally, 300ml of water was injected into the balloon, and the balloon burst. The use of the device was immediately stopped and a new device was used to complete the procedure. There were no adverse effects to the patient reported. Additional information has been requested. At the time of this report, no further information has been provided.